Event description:
Numerous manifolds over course of several months were defective and reported to co. 3 ring syringe would fall off manifold, or not be held secure when injecting contrast into pt. Pt liability issue, where air could have possibly been inejected if not caught in time. Cancelled contract with abbott and changed to namic. Occurred between 4/99 - 6/99.